Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event adn subsequently expired the same day, which is alleged to have been caused by exposure to the product naturalyte and/or granuflo administered to pt for dialysis.

Manufacturer narrative:
Thisis one event for the same pt involving two separate products.